Event description:
(2/4 reference (B)(4) for related complaints) per accredo email (documenting 1/3 others recent incidents): another cadd cassette alarming no disposable unresolved on both pumps. This one was six hours old and had three others recently. No further details provided.